Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between june 8 - 9, 2023. H11: two (2) devices were received for evaluation containing 154 and 163 ml of fluid in their bladder respectively. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was opened, evidence of continuous flow of fluid was observed at the distal luer of both devices. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The devices were found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had no fluid flowing out from the distal end. The event occurred during filing with normal saline. There was no patient involvement. No additional information is available.